Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of intermittent audio was confirmed through observation. The cause was found to be corrosion on the rear case. The rear case which contains the speaker was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had intermittent audio. It was also reported there was no patient injury.